Event description:
It was reported patient underwent a revision procedure nine months post implantation due to instability. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). G2: australia reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.